Manufacturer narrative:
The device was marked as available for evaluation, although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Visual assessment of the used device showed significant cracking of the adapter body. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. The inner blade showed slight abrasion at the distal tip. The outer blade showed slight abrasion at the distal tip. Examination of a sample from the same batch in an unused state found it met design specifications. The used device appears to have received an excessive side-load during use which caused the cracking allowing a mis-alignment with the inner resulting in the reported shedding. Excessive ¿side-loading¿ on the blade during use may result in wear and degradation of the inner assembly. No root cause related to the manufacturing process can be established. The event may be closely related to use error.

Manufacturer narrative:
Three requests were made for the return of the device without any response. Should the device be received the complaint will be reopened. The investigation could not draw any conclusions about the reported event. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture.

Event description:
During an unknown procedure, it was reported the device releases metal burrs. It was reported that the surgeon immediately suspended the use of the device. There were no reported patient injuries or complications.